Event description:
The cable snapped during the procedure. There was no adverse consequence for the patient or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: evaluation of this event cannot be performed because the device has not been returned to howmedica rutherford for evaluation.